Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37740 was returned and analyzed. External visual inspection of the balloon segment showed blood inside the balloon and the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 4 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 "the safety system detected fluid in the catheter and stopped the injection." Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.73 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the balloon catheter, it was impossible to enter the mapping catheter into the lumen of the balloon catheter. The balloon catheter was replaced by the hospital. The case was completed. No patient complications have been reported as a result of this event.